Event description:
Asr revision; asr resurfacing- right; reason(s) for revision: femoral neck fracture . This is the resurfacing stage of a resurfacing to xl surgery. (B)(4). It only became apparent that case was resurfacing to xl when scf was rec'd on (B)(4) 2014 stating the reasons for revision of the xl case. On front page of the scf you can see the mention of a fracture in the implant details section as well as additional implant date to the one originally rec'd in the claimsuite. When queried it became apparent that the patient had already had a resurfacing system implant on (B)(6) 2006. This was subsequently removed on (B)(6) 2007 due to a neck fracture. As this was within 3 months of the original surgery this com cannot be closed to CAPA and patient details have been requested.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr resurfacing- right, reason(s) for revision: femoral neck fracture. This is the resurfacing stage of a resurfacing to xl surgery. Please see com 050492 for xl stage. It only became apparent that case was resurfacing to xl when scf was rec'd on 6 june 2014 stating the reasons for revision of the xl case. On front page of the scf you can see the mention of a fracture in the implant details section as well as additional implant date to the one originally rec'd in the claimsuite. When queried it became apparent that the patient had already had a resurfacing system implant on (B)(6) 2006. This was subsequently removed on (B)(6) 2007 due to a neck fracture. As this was within 3 months of the original surgery this com cannot be closed to CAPA and patient details have been requested. Details of the resurfacing products along with implant/revision date and reason for revision can be found on the 1st request for patient details attachment. Update 3rd july 2014 - rec'd following information: gender: male; born: (B)(6) 1955; operative notes of the surgery performed on (B)(6) 2007 (asr resurfacing to asr xl).